Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 460 mg/dl (25.6 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated the level rose even when a bolus was administered. Upon removal of the pod from their arm, there was nothing unusual noted at the insertion site or with the cannula. The patient administered a manual injection with a syringe to decrease their bg levels. The device evaluation found the cannula to have tears.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have tears causing leakage. Fluid was observed exiting the tears. The tears were confirmed to have caused an insulin delivery failure. No other damage or defects were found with the device that would result in the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.